Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2022, the patient presented with severe aortic regurgitation on echocardiogram. The valve was explanted and replaced with an unknown valve. The patient status was unknown.

Manufacturer narrative:
An event of regurgitation and explant of the valve was reported. The investigation found that leaflet 1 was torn. All three leaflets contained calcifications and fibrous thickening. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted could have contributed to the tear formation as well as the regurgitation. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 4607 removed.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2022, the patient presented with severe aortic regurgitation on echocardiogram. The valve was explanted and replaced with an unknown valve. The patient status was unknown. No additional information was provided. Subsequent to the previously filed report, additional information was received that the 23mm trifecta gt valve was explanted on approximately (B)(6) 2022. Due to the severe aortic regurgitation, the valve was explanted and replaced with a non-abbott valve. On the explanted valve, it was reported that there was a torn leaflet at the tip of the commissure and pannus on the cuff. The valve also had endocarditis. The physician believed that the cause of the endocarditis was the leaflet tear and pannus. It was reported that the replacement procedure went well.